Event description:
Device 1 of 2. Reference MFR report #: 1627487-2015-07186. It was reported the patient had a fall and has not been feeling stimulation in the cervical area since. An impedance check revealed invalid impedance on multiple contacts on both leads. An x-ray showed a fracture on one of the leads. As a result, the patient will undergo surgical intervention.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.